Event description:
Patient alleges discrepant results with meter compared to lab: date: (B)(6) 2010; inratio2: 1.3; lab: 3.8. Ninety minutes between results. Patient's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.